Event description:
Reporter alleged the patient received a result of 11 mg/dl on inform system 1 at 02:09 am compared back to back with a result of 133 mg/dl on inform system 2 at 02:19 am. Reporter also alleged that the patient received other results of 73 mg/dl at 02:21 am and 110 mg/dl at 02:38 am on inform system 1 along with another result of 15 mg/dl obtained from a laboratory draw test done at 02:33 am. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips have all been used, so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B) (4) will not be returned to manufacturer.

Event description:
Info received indicates the bed exit will set but once weight is removed, it does not alarm.